Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains implanted.

Event description:
As reported: "locking screws did not engage with clavicle locking plate and lock as designed. Screws were left in place - screws kept rotating when they should have locked." There was a 5 minute surgical delay reported.